Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 3.1 and 3.2 failed to detect the bus. The field service engineer (fse) found drawer 3.1 did not appear in the hardware test application, while drawer 3.2 functioned correctly. The fse reseated all the cables and wires, cleaned the inseparable, examined the pyxibus cable, rebooted the station and verified the drawers in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a device was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient and user was able to retrieve medication from pharmacy. There were no adverse events or injuries reported based on this event.